Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the first lead was unable to reach the target position. Physician replaced the lead, however the second lead failed to be fixed properly when slitting the sheath. Finally, the physician changed to another vessel and implanted the first lead to finish the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.